Event description:
It was reported that the user called for assistance with changing the ilet cartridge, was guided through the steps, and insulin delivery was resumed, after which the user reported a blood glucose of 202 mg/dl with fatigue and frequent urination; the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information, and no specific device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.